Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant defibrillation threshold (dft) testing, the patient¿s blood pressure dropped and developed ventricular fibrillation (vf). External shocks successfully restored normal sinus rhythm temporarily. Shortly thereafter the patient went into a vf storm. Cardiac massage was initiated and the patient was transferred to the catheterization laboratory. While performing emergency catheterization the patient developed spasms. The device was deactivated and the patient was transferred to the cardiac care unit. The following day the device was turned back on. The patient is conscious but still medicated. The physician indicated that the dft testing may have triggered the spasms.

Event description:
New information received indicates that the patient is recovering well.